Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on both right ventricular (rv) and right atrial (ra) lead channels due to high out of range pacing impedance. The physician reprogrammed the device to prevent oversensing. Technical services (ts) reviewed the reports and noted noisy signals on both channels. Ts noted that they were unable to confirm capture due to the noisy signals on the ra channel, which were not sensed. However, oversensing of the noise occurred on the rv lead channel. Ts also noted that rv pacing occurred during the vulnerable period. Ts suggested troubleshooting actions and possible resolution. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on both right ventricular (rv) and right atrial (ra) lead channels due to high out of range pacing impedance. The physician reprogrammed the device to prevent oversensing. Technical services (ts) reviewed the reports and noted noisy signals on both channels. Ts noted that they were unable to confirm capture due to the noisy signals on the ra channel, which were not sensed. However, oversensing of the noise occurred on the rv lead channel. Ts also noted that rv pacing occurred during the vulnerable period. Ts suggested troubleshooting actions and possible resolution. The device remains in use. No adverse patient effects were reported.